Manufacturer narrative:
H3: pending investigation.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2019. The patient was stretching a shirt out during laundry and heard a distinct "shift" or "pop" in their shoulder implants. The patient was revised on (B)(6) 2024. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.